Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation regarding the detached adhesive on the bending section cover and the detached bending section of the distal end, the cause was traced to a component failure without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a detached adhesive on the bending section cover and a detached bending section of the distal end were found. There was no patient involvement.